Manufacturer narrative:
Event was inadvertently reported. Event is a not reportable event.

Manufacturer narrative:
Follow up 1- h2 type of follow up: correction.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no adverse impact on the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.